Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed multiple alarms and was not ventilating. The reported issue was resolved by replacing main printed circuit board (pcb) and turbine. After performing all transducer calibrations, the device was returned to the customer operating to service specifications. The suspect components hasn't been received at this time by carefusion. If suspect components are returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (ventilator inoperable alarm and motor fault alarm) and was not ventilating. There was no patient involvement associated with the reported event.